Manufacturer narrative:
It has now been reported that the infection was successfully treated with oral and topical antibiotics. This report is submitted on december 14, 2020.

Manufacturer narrative:
This report is submitted on 11 november 2020.

Event description:
It was reported that the patient had an infection at implant site. Clinical management is ongoing.